Event description:
It was reported that during a vats lobectomy procedure, the closing trigger could not be opened after firing. It was not reported which device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.